Event description:
It was reported that an asymptomatic patient was presented in clinic for follow-up and the left ventricular lead exhibited high impedance. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.